Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "off-label use of septal occluder devices for recurrent tricuspid regurgitation following teer", was reviewed. The article presented a case study of an 85-year-old female patient with a history of dilated cardiomyopathy with severely reduced left ventricular ejection fraction, chronic kidney disease, atrial fibrillation, hypertension, obstructive sleep apnea, and tricuspid regurgitation (tr). Three triclips were implanted on an unknown date. Two clips were implanted anterio-septal and one clip was implanted posterior-septal. Approximately six months later the patient presented to the hospital with acute decompensated right-sided heart failure, requiring multiple therapeutic thoracenteses. Transesophageal echocardiogram (tee) revealed a large coaptation defect between the second anterior clip and the most posteriorly placed clip, with the right ventricular pacemaker lead jailed in between them, leading to massive recurrent tr. The decision was made to implant a 20mm amplatzer muscular vsd occluder to close the defect. The device was implanted. The final tr grade reduced from grade 4 to 1. The patient was discharged the following day. [The primary and corresponding author was (B)(6).